Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number was not reported. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre product, continue to be safe, effective, and perform as intended in the field. Stability data for the freestyle libre product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation is in progress. No corrective actions have been taken at this time. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported a lower sensor scan result in comparison to results from an adc meter. The customer did not experience any symptoms; however, a non-healthcare professional provided 6iu of fast acting insulin subcutaneously as treatment for the customer. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan result of 53 mg/dl was compared to adc meter reading of 265 mg/dl. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was 6 days. However, it is unknown when these readings were obtained in relation to the reported medical event.